Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure. This problem was mainly reported because it initially looked like a mixture of patient data; however, the investigation showed this was not the case. Only a pop-up-window sporadically displayed the previous patient name when using a barcode reader and the patient data at the system is correct. There is no known occurrence of this issue causing items to be scanned to the incorrect patient's study. This issue may be considered in future versions, but there is no corrective action available yet. The user is currently working around the issue by ignoring the incorrect name in the pop-up-window and just using the correct study data at the system. The manufacturer is not considering further actions resulting from this event as the above mentioned work around is available.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vive hemo system. The user reported that the barcode scanner is scanning items correctly, however the patient name that appears on the screen does not match the registered patient. The potential for a misdiagnosis or mistreatment due to mix up of patient data may exist. There is no report of impact to the state of health of any patient involved at this time.